Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired. Cause of death was reported as cerebral bleed - known anoxic event, patient with chronic infection. No explant was performed.

Manufacturer narrative:
The manufacturer was advised that the lvad pump was not explanted, therefore, will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.